Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) would not remain powered on. It was indicated that the main printed circuit board (pcb) and multiple internal components were contaminated/corroded. It was also indicated that the output connectors were broken and the display wires were pinched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not remain on after being turned on. The epg was returned for service. There was no patient involvement.